Event description:
Initial reporter indicated that from the time of implant their vns "has never been activated because the lead wire is broken and either needs to be removed or replaced." Follow-up with the treating physician's office indicated that the pt developed pain in the generator pocket two weeks post implant and was placed on antibiotics prophylactically for suspected infection. The infection was not confirmed or seen. In addition, the pt could not tolerate vns stimulation so it was never turned on. On the date of surgery for the lead implantation all diagnostics were within normal limits indicating no device malfunction. The original implant of the lead operative report documented " the proximal end of the wire in the neck was incision was tacked to the medial aspect of the sternocleidomastoid by using 3.0 vicyl." The lead was returned for cyberonics for analysis in two pieces. Puncture marks were seen through one side of the insulation of the lead in several areas and appeared to have been made by a sharp object which could have been made during the explant procedure or implant surgery, however this cannot be confirmed. No lead discontinuities were noted on the portions returned. Reference MDR report # 1644487-2007-01091 for the report of infection.

Manufacturer narrative:
The lead was returned in two pieces. Puncture marks were seen through on side of the insulation of the lead in several areas and appeared to be made by a sharp object. Device malfunction is suspected but did not cause or contribute to a death or serious injury.